Event description:
Relative of the pt reported that pt was hopitalized 6/26 for treatment of elevated blood glucose. On 6/25, pt "felt fine." Pt took usual insulin dose; and did so on 6/26 am, with m eter reading of "151." After dinner 6/26, blood glucose was "30." Pt ate more sweets per doctor's advice. 1 hour later meter read "23" so pt did not take pm insulin. At 11pm, hospitalized for treatment of hyperglycemia and dehydration; lab glucose, 914 mg/dl. On 6/27 pt's meter read "30", while hosp meter (type unknown) 400 mg/dl. Then learned pt's meter was set in mmol, not mg/dl.